Event description:
Patient presented to the physician with pain and infection at the chest incision. Physician brought the patient into the or, washed out the area with antibiotic solution, created a new pocket to place the ipg, and placed a drain in the old pocket. Patient presented back to the physician with infection. Physician brought the patient into the or and removed the entire inspire system.